Event description:
Healthcare professional reported after injection with juvederm voluma patient had a cold and developed a "late reaction" in the zygoma involving "thickness, swelling, redness." Patient was treated with prednisone.

Manufacturer narrative:
Catalog #: juvederm voluma (volume/concentration unknown). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of thickness, swelling, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.